Manufacturer narrative:
(B)(4). Q core medical ltd (MFR) is submitting the report on behalf of hospira.

Event description:
The event was reported by a customer from (B)(6): "7 power adaptor broken, 4 of them that has been clue and broken again and 3 other received broken. Pt involvement: no. Human harm: no.